Event description:
A 30 gauge safety needle was capped by the surgeon as observed by the surgical scrub. When taken from the safety mat by the surgical technician it stuck through one orthopedic glove. This incident has happened with 2 different needles.